Event description:
The physician reported that during the lead implant procedure, some of the lobes failed to deploy. On close examination, the lobes appeared to be twisted. The lead was not implanted and a different lead was used. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The stylet was bent and the lead was damaged at implant.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. The analyst also noted that the reported lead behavior was the result of using a bent (damaged) stylet. When a new stylet was used, the lead functioned according to specification.